Event description:
This event was reported as valve explanted after 8 years and 9 months due to regurgitation and insufficiency.

Event description:
Valve explanted after 8 yrs. And 9 months due to an unknown reason. No further info was provided.